Event description:
We received an allegation about discrepant results for 1 patient sample tested with both the 18-minute application and the 9-minute short turn around time (stat) application of the elecsys troponin t hs assay on a cobas 8000 e 801 module. The troponin t hs initial result was 11.900 pg/ml, while the troponin short turn around time (stat) result was 4.30 pg/ml. The troponin stat result was 4.30 pg/ml. The lower stat application value prompted the customer to repeat testing with the 18-minute application. The troponin t hs repeat result was <5.000 pg/ml and was consistent with the troponin stat result. The troponin t hs repeat result of <5.000 pg/ml was deemed to be correct.

Manufacturer narrative:
The cobas 8000 e 801 module serial number was (B)(6). The qc was acceptable. The investigation is ongoing.